Event description:
It was reported in a journal article that radiographic results after 10 years follow-up had incidental findings of radiolucency (17.5%), calcar rounding (86.2%), resorption (3.8%), subsidence (5.0 ± 3.1). In this instance, no further patient outcome was reported. However, this event is related to a malfunction that has led to a serious injury in the past. Due diligence is in progress for this complaint; to date no additional information has been received.

Manufacturer narrative:
(B)(4) g2 report source : foreign: switzerland literature : jana f. Schader, caroline thalmann1, katharina s. Maier,tom schiener, karl stofel2,3 & arno frigg (2023) prospective evaluation of clinical and radiographic 10-year results of fitmore short-stem total hip arthroplasty. Journal of orthopaedic surgery and research. (1-6). Https://doi.org/10.1186/s13018-023-04359-3. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h1; h2; h3; h6 h1: the study reported incidental findings of radiolucency (17.5%), calcar rounding (86.2%), resorption (3.8%), subsidence (5.0 ± 3.1) h3: product information is unknown no product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Based on the available information a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information at this time.